Manufacturer narrative:
The pump was received with a failed battery test alarm due to a corroded battery tube. Unable to perform a displacement test or verify the weak battery alarms due to the failed battery test alarm. No blank display was noted. The pump also had minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a blank display anomaly. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the blank display. The customer does not recall any significant events leading to the blank display issues. The customer spotted corrosion on the battery cap. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.